Manufacturer narrative:
The device was returned to boston scientific for analysis. Microscope examination of the device confirmed the damage at the distal end of the dilator tip. Examination inside of the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator tip during device insertion. The "manufacturing deficiency" conclusion codes was selected for the allegation of "damaged/defective" and the secondary finding of the excess adhesive as inspection confirmed the damage at the distal tip of the dilator and found excess adhesive at the inner rim of the shaft from the proximal end of the sheath.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed that the tip of the dilator was damaged before insertion into the body. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed that the tip of the dilator was damaged before insertion into the body. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where its waiting for analysis.